Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I don't have the details yet on some of the products involved, pinn cup and ceramic insert and head. It was a revision and they had major problems removing ceramic insert. They tried the alternative bearings removing instrument, the small ceramic extractor and nothing worked. They spend at least an hour trying to remove the insert. They even called me from the or to verify if they were using the right instruments and technique, but nothing worked. They finally tried to cut the ceramic insert with a midasrex diamond burr with no results. They finally opted to try to remove the cup with the insert still in it using zimmer's explant instrument. While tapping on the handle, the ceramic insert finally cracked and they were able to remove it. A t handle was also broken during this case, part of the tip broke, due to wear. Also a ceramic extractor tip was damaged.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.